Manufacturer narrative:
(B)(4): rupture is labeled in the IFU. Component separation is labeled in the IFU. Investigation eval: still under investigation.

Event description:
On or about (B)(6) 2011, a (B)(6) male pt presented with a ruptured aorta and the physician repaired the rupture with zenith endovascular stent grafts being placed. The sales rep was not present or aware of this event at the time of repair, due to the rupture, there was no pre-op sizing. On (B)(6) 2012, the pt presented to the hosp again with a rupture. It was reported that the stent graft limb on the contralateral side had separated from the main body graft. The physician repaired with the placement of two add'l leg grafts to resolve the matter. The pt is currently in ICU. The physician contacted the sales rep after the repair.